Event description:
On (B)(6) 2010, this pt was implanted with a gore excluder aaa endoprosthesis aortic extender component to treat a penetrating atherosclerotic ulcer in the thoracic aorta. On (B)(6) 2010, the pt presented with pain, and computed tomography angiography (cta) demonstrated that the aortic extender component had migrated distally (amount unk). A dissection of the thoracic aorta was also identified. The same day, a gore tag thoracic endoprosthesis was implanted, and final angiography revealed successful exclusion of the dissection and ulcer. The pt tolerated the procedure well. Additional info has been requested.

Manufacturer narrative:
Method: a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specifications.